Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's allegation was not confirmed. The legal manufacture was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus could not confirm foreign material adhered to / clogged the device. Therefore, the type of the material or root cause cannot be identified. The event can be detected/prevented by following the instructions for use: instructions for use states the detection method in "tjf-q190v operation manual chapter 3 preparation and inspection". Instructions for use states the preventive measures in "tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the duodenovideoscope experienced blocked channel. The issue occurred during reprocessing. There were no reports of patient harm.